Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous external iliac artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 7.0mmx40mmx80cm absolute pro self-expanding stent system (sess) met resistance with the non-abbott guide wire during advancement and withdrawal; therefore, both devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sess was used to successfully complete the procedure. There was no additional information provided.